Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs, globus independence cage, globus screws and synthes instrumentation. Later the patient developed unspecified injuries.